Manufacturer narrative:
Visual inspection was not performed as the pcb00v unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00v units were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted; give date: na (not applicable) lens was not implanted. If explanted; give date: na (not applicable) lens not implanted; therefore, not explanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00v, the plunger moved over the intraocular lens (iol) and the leading haptic was damaged by the plunger. Balanced salt solution was used as a lubricant agent during the settings. The damaged haptic was inserted into the patient's eye. A posterior capsule rupture occurred due to continued advancement of the plunger. Doctor removed the damaged haptic from patient's eye and implanted a 3-piece iol. No vitrectomy was required for the minor posterior capsule rupture. No further information was provided.